Event description:
The following was reported to gore: on (B)(6) 2025, patient underwent an endovascular procedure to treat an aneurysm utilizing gore® excluder® thoracoabdominal branch endoprosthesis and gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices. On (B)(6) 2025, patient underwent a reintervention procedure due to an access site hematoma in the left arm. During the initial procedure there was a surgical cut down performed to deliver the vbx devices to their target locations. It is unknown what caused the hematoma, however, it is thought to be unrelated to the gore grafts. During the procedure there was imaging that showed an indiscernible leak (type and location unknown) but physician thought it in the superior mesenteric artery (sma), so while they had access during the hematoma procedure, physician decided to electively implant an additional vbx device and extended the sma portal of the tambe device. The patient tolerated procedure. 2100-e: leakage events endoleak, other/unknown is used to capture the indiscernible leak.

Manufacturer narrative:
H6: code c19, a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20, the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.